Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" and would not shock the patient. A backup AED from a responding engine was immediately called for and used to deliver a shock. The patient was not resuscitated. The reporter indicated the patient's death was not caused or contributed by the alleged device malfunction because of the use of the backup defibrillator and the lack of viability of the patient.